Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 487 mg/dl. Whether customer was use auto mode or not was unknown. Insulin pump received critical pump error alarm which was indicated that a broken force sensor was detected during seating or regular delivery and open book image. The insulin pump will be returned for analysis.